Event description:
Pump is not volumetrically accurate. No patient injury reported. Both facility and facility's biomedical repair department reported volumetric inaccuracy. At the facility, they found that the pump was infusing too slow. When set to infuse at 270ml per hour, they found that it was infusing at 240ml per hour. The third party facility sent the pump for testing found that it was over infusing. They set the volume rate to infuse at 50 ml half an hour, showing the graduated cylinder had 55ml to 60ml over several infusing test.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.